Event description:
It was reported that on (B)(6) 2009: patient presented with persistent back pain that dates back to 2005. Following a fusion in 2007, patient reported no leg pain, but the "back has become quite bad". Patient reports physical therapy and extensive cortisone injections. Physical exam finds lateral bending and rotation are painful. Imaging studies were reviewed and showed, ¿the pedicle screws and rods are in the l4, l5, and s1 levels. There is graft material seen in the posterolateral gutter, but none intradiscally... Cannot tell whether [patient] is solidly fused or not.¿ physician states, ¿it is possible that [patient] is getting facet arthropathy or disc disease at l3-4. It is possible [patient] is not fully fused at l4-5 or l5-s1.¿ on (B)(6) 2009: patient presented with significant chronic back pain. CT scans indicate, ¿voids in the posterolateral fusion mass particularly at l5-s1. The pedicle screws are appropriately placed. There is some bone bridging across the facet joints, but it is not clear whether it is a full-thickened fusion.¿ the benefits, risks, and alternatives to an alif were discussed. On (B)(6) 2009: patient pre op diagnosis was attempted l4-5, l5-s1 posterolateral fusion with pseudoarthrosis.. Patient presented for a l4-5 and l5-s1 anterior discectomy, l4-5, l5-s1 anterior fusion, l4-5, l5-s1 anterior st alif cage and screw segmental fixation with rhbmp-2/acs. Per the op notes, ¿the disk was clearly mobile, with significant motion at this level. At l4-5, there was spondylolisthesis present. There was no fusion across the disc space.¿ after the surgery in the recovery room, the patient developed right leg sciatica. It radiated to the buttock, down the leg and into the top of the foot. It was an intense pain, and because of this, patient was taken back into the operating room for posterior exploration and decompression right l4-5 and right l5-s1. Diagnosis for surgery was radicular pain and suspicion of neuro-compression. Patient underwent a right l4-5 redo laminectomy and foraminotomy, right l5-s1, redo laminectomy and foraminotomy. Per the op notes, ¿there is no compression at the l5-s1 level. Surgeon found the spondylolisthesis at l4-5¿.removed all of the bone around the exiting nerve root¿.previously placed anterior cage¿was not placed too far posteriorly in any way to compress the thecal sac or nerve root. L4 nerve root was found to be free of compression.¿ the patient was returned to the recovery room. On (B)(6) 2009: patient presented for a post op evaluation with continued discomfort in the right leg. Patient has a burning hypersensitivity over the right anterior calf. Wounds are clean and dry. On (B)(6) 2009: patient presented for a post op evaluation after surgery on (B)(6) 2009, l4-5 and l5-s1 alif. Patient woke up from surgery with severe right leg pain. Surgeon took the patient back to surgery and did a posterior decompression at l4-5 and partial l5-s1. According to the report, it was a difficult decompression because the patient had previous instrumentation placed with pedicle screws and rods and there was a cross link right at the area that needed the operation. Patient reports right leg pain came back 7-10 days after surgery. Patient reports tingling on the top of the foot. Treatment plan is to obtain imaging studies and contemplate hardware removal. On (B)(6) 2009: patient presented for myelogram and CT scan review. Studies show, ¿patient probably has foraminal stenosis at right l4-5.¿ treatment plan is to remove the existing instrumentation on the right and do a partial corpectomy and remove the pedicle of l4 on the right and possibly l5 to get complete decompression. On (B)(6) 2009: patient presented for pre-op visit. Patient is made aware of risks. Patient consents and procedure will go on as planned. On (B)(6) 2009: patient presented with a pre op diagnosis of right l4 radiculitis, right l4-5 foraminal stenosis with vertebral bony fracture, and recurrent disk herniation. Patient underwent a right l4 partial corpectomy, right l4-5 complete facetectomy, complete laminectomy, excision of pedicle, removal of bony entrapment with foraminotomy, removal of l4, l5, and s1 pedicle screw and rod fixation, and an exploration of fusion. Per the op notes, ¿the fusion was not completely solid, but abundant fibrous tissue and bony tissue was in the area. There was still some micromotion¿there was no compression on the nerve root at the end of the operation. The nerve root was intact but appeared swollen.¿ procedure was completed without complication. On (B)(6) 2009: patient presented for first post-op follow up evaluation. Patient is not complaining of weakness or numbness. The wound is clean and dry. X-rays taken show proper implants and removal of pedicle screws and rods on the right. Patient is advised to continue medications. On (B)(6) 2010: patient presented for evaluation 6 weeks post op. Patient reports her pain is gone both in the back and leg, but she is trace weak in the anterior tibialis but can walk on her heels. Patient is advised to continue increasing activities and is allowed to go back to work. On (B)(6) 2010: patient presented for evaluation 3 months post op of pedicle screw and rod removal and partial corpectomy and 5 months post op of l4-5 and l5-s1 alif. Patient still has slight tingling in the right foot. Physical exam found that patient has a grade 4 anterior tibialis and ehl on the right side. X-rays show proper placement of implants and progression towards fusion. On (B)(6) 2010: patient presented for evaluation with burning dysesthesias in the right foot. X-rays show that patient has a solid arthrodesis anteriorly at l3-4 and l5-s1. Assessed to have persistent neurogenic pain in right foot. On (B)(6) 2012: patient presented for follow up evaluation with weakness in the left anterior tibialis and back pain. X-rays show, the patient "is solidly fused at l4-5 and l5-s1 anteriorly. [The patient] is developing a hyperlordotic disc space at l3-4 because of the body¿s attempt to correct sagittal balance.¿ assessment is that the patient at some point may need an l3-4 hyperlordotic llif cage if patient develops increasing pain that cannot be tolerated with medications.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.